Event description:
The affiliate reported the customer alleged persistently elevated thyroid-stimulating hormone (tsh) results, for one patient, after the patient was initially given treatment to lower tsh, involving the access hypersensitive htsh assay used in conjunction with the unicel dxi 800 access immunoassay system. One of the elevated results obtained was 12.11 uui/ml. The elevated results were released out of the laboratory. As a result, the patient was given another treatment to lower the tsh level; the specifics of the treatment are unknown. The physician questioned the results as the values did not correlate with the patient's clinical status and requested the laboratory to retest the patient's sample on an alternate methodology, which recovered a result of 0.01 uui/ml. There has been no report of current patient outcome to date. The patient's sample was sent to beckman coulter customer product line support (cpls) laboratory for further analysis.

Manufacturer narrative:
Beckman coulter received the patient's sample in unfrozen condition. The patient sample was first tested neat prior to and after centrifugation for thyroid-stimulating hormone (tsh), to confirm the customer's results. A heterophile testing, utilizing a mix of different blockers, was then performed. Beckman coulter customer product line support (cpls) laboratory obtained a tsh result slightly above the expected values prior to centrifugation and within the expected values after centrifugation. Heterophile testing demonstrated the presence of interfering substances since heterophile blockers, utilized in the test, significantly lowered the signal. In conclusion, the analysis confirmed the existence of a patient source interferent in the patients sample which caused the falsely elevated tsh results. Per product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patient's suspected of having these antibodies.